Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed a rash and infection extending beyond the patch perimeter. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2023, the patient consulted a physician who prescribed a topical steroid cream (triamcinolone) and oral antibiotic medication (doxycycline monohydrate 1 capsule per day for 10 days). At the time of the report the reaction had already healed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).